Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for degenerative disc disease and spinal pain. It was reported that the patient had a car accident and was not able to charge. The battery was overdischarged and it was possible the 3rd overdischarge strike. A physician mode recharge (pmr) was performed but they were unable to start the battery after one try. The patient needed to leave the office and reported a desire to get a new system. The issue was not resolved at the time of the report. A surgical intervention was planned. Patient weight and medical history was asked but would not be made available. It was asked but unknown when these events occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a healthcare provider (hcp). It was reported that the patient¿s implantable neurostimulator (ins) quit working some time ago. The hcp stated that the patient¿s ins was dead and had not worked for a while. The patient told the hcp that the motor killed the stimulator. No further complications were reported or anticipated.